Event description:
During a pre-use check. The o2 test fails even though the o2 capacity is 71% according to the status window. The o2 cell was replaced. The ventilator also fails the pressure transducer test. The inspiratory pressure transducer was replaced. There was no pt incident.